Event description:
In the process of contacting the pt's physician to notify him that the pt's device may be nearing end of service, it was discovered that the pt had passed away. Cause of death was unknown at the time of the initial report-pending results of toxicology and histology. Medical examiner report lists manner of death as "natural" and probable cause of death as "sudden death with seizure" pending autopsy results. Further follow-up revealed that the pt was last seen alive in 2003 at 12:00 a.m. By family member. It was reported that the pt did not have any medical complaints at the time of death. At 9:40 a.m. The pt's family member found the pt lying face down on their bed unresponsive, not breathing and stiff. It was reported that no trauma or injuries were noted on the pt's body. It was reported that the pt had been seen 2 days earlier for a regular check up and blood work. At this time, the pt's dosage of zonegran was decreased.